Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device misfired. Another device was used to complete the case. There was no consequence to the pt. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that an el5ml device was received for analysis. It was noted to be heavily soiled. When tested for functionality, the device was noted to be empty and with the lockout fired through. Upon further functional inspection of the device, the jaw broke at bifurcation.